Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for investigation. Tachycardia : the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that during impella 5.5 support, the patient was moved onto the stretcher and went into sustained ventricular tachycardia (vt) and was shocked out of it into normal sinus rhythm. The impella positioned was checked with point-of-care ultrasound and position in the mid ventricle still at 4.7 centimeters. No alarms on the impella were noted. The plan was to rest and optimize until high-risk percutaneous coronary intervention. In the morning the (B)(6), drained 300 milliliters from the jp at the site. Bival was on hold and bleeding has since stopped. The patient had vt arrest and was intubated. Lidocaine drops were started and one unit of packed red blood cells were given. The patient was taken emergently for chloride and drug-eluting stent x 2 to the right coronary artery. The patient was stable during the procedure and the plan is to do percutaneous coronary intervention of the left coronary artery. The impella was explanted on the fourth day of support.